Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). The patient stated the second time she had her ins replaced it was earlier than expected. The patient had a second lead that was functioning so they decided to use just the operable lead and program around the other one.

Manufacturer narrative:
Concomitant: product ID 3998, lot# la8829, implanted: 2002-(B)(6), product type lead. Product ID 7495lz25, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2009-(B)(6), product type extension. Product ID 7495lz25, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2009-(B)(6), product type extension. Product ID 7435, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, (B)(4).